Manufacturer narrative:
Investigation summary: two photos were received by our quality team for evaluation. From the photos, no abnormalities were observed on the syringe product. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that syringe 10ml ll 21x1in tw india was damaged but still operable. The following information was provided by the initial reporter: "10ml ll syringe barrel breaks while injecting the dye to patient in cath lab."